Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. Further information regarding patient impact is unavailable at this time.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation is unable to be performed. A video and an x-ray were provided, but they do not show the broken cord. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. The surgeon also mentioned that the growth of the patient was greater than expected, which may have resulted in extra stress on the cord and contributed to this issue. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. Approximately 6 months post-operatively, the patient returned for consultations for pain in the thoracolumnar area. An x-ray was then performed that revealed a cord rupture at the t12 screw with loss of correction between t11 and l1. The consequences of this rupture include pain, loss of correction, and a revision surgery that involved explanting the ruptured cord and re-implanting a new one between t7 and l3.

Manufacturer narrative:
Corrections in b5, d4: lot number, and h6: patient codes. Additional information in a1, d4: expiration date and UDI, d6a, d6b, h4, and h6: component, investigation type, findings, and conclusions. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether revision surgery was performed to address a post-operative cord breakage. Approximately 6 months post-operatively, the patient returned for consultations for pain in the thoracolumnar area. An x-ray was then performed that revealed a cord rupture at the t12 screw with loss of correction between t11 and l1. The consequences of this rupture include pain, loss of correction, and a revision surgery that involved explanting the ruptured cord and re-implanting a new one between t7 and l3.